Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator experienced worsening bladder symptoms. The stimulation settings on the device were adjusted in response. The physician has confirmed that the event may be related to the device or procedure. The patient will monitor their symptoms to determine if they improve after adjusting their stimulation settings. During a one-year follow-up, the patient's bladder symptoms had worsened. The patient's stimulation settings were last adjusted on (B)(6) 2025. At the follow-up, the patient stated their symptoms were not improving as expected and had anticipated full symptom resolution after implantation. The patient was advised to turn off the device for a reset and planned to try a new setting. The site confirmed that the device is functioning as intended. There were no additional patient complications.